Event description:
Cec adjudicated that the previously reported stenosis event to be related to the study device, but not related to the procedure and drug.

Event description:
One in.pact admiral paclitaxel-eluting pta balloon catheter was used to treat the right sfa/popliteal. Worsening pad of the right limb with 100% stenosis in the right sfa/popliteal was reported approximately 11 months post index procedure. Investigator indicated that the event was possibly related to the study device but not related to the study procedure. Non-medtronic ballooning and an in.pact admiral paclitaxel-eluting pta balloon catheter were used as treatment. Outcome is resolved.

Manufacturer narrative:
Results, conclusions: stenosis. (B)(4).

Manufacturer narrative:
The investigator has indicated that the previously reported stenosis event to be possibly related to the study drug.